Event description:
It was reported to hill-rom that a patient fell and later died. The patient was on a synergy air elite surface. CT scan results of the patient was intracranial hemorrhaging. A hill-rom technician inspected the bed and found a cushion disconnected and another cushion deflated due to a clogged fill valve. The charge nurse stated that the cause of the intracranial hemorrhaging that the patient died from could not be determined as to whether it was a result of a stroke or the alleged fall.

Manufacturer narrative:
A hill-rom technician inspected the bed and found a cushion disconnected and another cushion deflated due to a clogged fill valve.